Event description:
The device was explanted due to an infection. The user was unable to hear anymore. The skin over the device was intact. The external equipment has been checked and is working properly. The user was explanted. During explantation the device was found displaced.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted due to an infection. The user was unable to hear anymore. The skin over the device was intact. The external equipment has been checked and is working properly. The user was explanted. During explantation the device was found displaced.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the implant site five months post-implantation surgery. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. Additionally, the implant was found displaced at explantation. This is a final report.